Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the catheter was being slit, the catheter sheared and broke into two pieces. The physician was able to cut some of the catheter away and re-initiate the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was broken. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.